Event description:
It was reported, during the reprocessing. The subject device's part, that prevents the cord from being folded came loose, leaving the wires exposed. And it had a cloudy image and poor image quality. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress in the camera cable and in the main unit imaging, waterproofing problem, moisture entered the inside, internal ccd failed, abnormal communication. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was adhesive residue on the part of the main unit's protector that had come loose, so it is possible that the protector was not actually glued in place, and that the protector came loose due to stress. It is likely that the o-ring on the main unit was damaged and could not maintain airtightness, so moisture entered the inside and caused flooding in some areas. It is likely that the internal ccd failed due to moisture entering the interior, and that this prevented normal communication and led to the occurrence of image defects. The cause of the failures is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.